Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from the healthcare provider. The device was returned to the manufacturer, and it was indicated the battery was depleted.

Manufacturer narrative:
Analysis of the pump found no anomalies. (B)(4). Additional correction #: z-2276-2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient receiving morphine 30 mg/ml at 18 mg/day via an implantable pump for non-malignant pain and reflex sympathetic dystrophy/causalgia-complex regional pain syndrome. There were volume discrepancies previously noted for the patient. They did not have the history on volumes but believed the volume discrepancy had occurred more than once. They were unsure of when the discrepancies started. It was unknown what troubleshooting occurred and the cause of discrepancy was not determined. The pump was aspirated on (B)(6) 2016 and they expected 30 ml and aspirated 30 ml. The physician decided to replace the pump due to previous volume discrepancies and the patient feeling they weren't getting as good of therapy.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.